Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy (crrt) with a prismaflex m100 set ckt. During treatment an alarm ¿return extremely positive¿ was triggered, the venous luer lock was found broken.